Event description:
A peritoneal dialysis patient reported that upon completion of treatment, as he removed the cassette, there was fluid leaking and it looked as if was coming from one of the large plastic domes. There is no report of patient ill effect and the sample is not available for evaluation.